Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 51 unopened racepacks and 3 opened. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received 51 closed samples and 3 open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of closed samples received do not fulfill the OEM specifications. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. The needle detached from the thread during hepatic surgery procedure.